Manufacturer narrative:
Upon further investigation, the issue was discovered during performance verification testing. Therefore this complaint no longer meets reportability requirements. The field service engineer replaced the blower, and the issue was resolved. The blower was returned for failure investigation. The customer complaint was verified. The returned blower fails the temperature sensor test.

Manufacturer narrative:
Date of event: (B)(6) 2021. 10mar2021.

Event description:
The customer reported check vent blower temp high. There was no patient involvement. The remote service engineer (rse) advised the customer to check the significant event log and found codes of check vent: blower temperature high and vent-inop: blower temperature too high. The customer verified that the circulation fan is running and the air inlet and the circulation fan filter are clean. The rse advised the customer to replace the blower and provided the part number.